Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 04/04/2016. The fse confirmed the leak from disconnected tubing on the bsv. The fse re-connected tubing with more slack resolving the leak. Onsite, the fse found a retic and diff offset issue. The fse cleaned and aligned the flowcell resolving the issue. The repairs were verified per established procedures. The beckman coulter internal identifier for this event is (B)(6).

Event description:
The customer reported approximately 50 mls of uncontained clenz leaked from a coulter lh 500 hematology analyzer onto the counter during normal instrument operation. There were no error messages reported by the customer at the time of the event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.